Manufacturer narrative:
Section h10:(h3) pending evaluation(d10) concomitant device(s):4276222 188-01-08 - wedge plasma x/o sz 84464074 142-36-00 - cocr fem head 36mm +0 offset 12/144488464 186-01-52 - integrip cc, cluster 52mm, g2

Event description:
As reported, approximately 7 years post op initial tha, this 78 y/o female patient was revised. Surgeon performed a poly swap. Patient was last known to be in stable condition following the event. No images or x-rays available. Device is not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e, g explant date is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.